Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient said scar tissue didn't form around the ins so the ins was flipping and caused pain. Patient said they turned stim off on (B)(6) 2022 because they couldn't stand the pain anymore. Patient has revision surgery on (B)(6) 2022. Agent did not ask about the circumstances that led to the reported issue. No further action was taken by patient services.